Event description:
It was reported by the pt's counsel that the pt was revised on (B)(6) 2011 due to pain.

Manufacturer narrative:
At this time little info is available to investigate this event. Should additional info be obtained to further this investigation, this report shall be updated.